Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an error message for low transmitter battery was displayed. No additional patient or event information is available. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Data was downloaded previously for evaluation and a loss of connection over 3 hours was observed. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.